Event description:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on an unknown competitor assay. Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results with three (3) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on an unknown competitor platform. Simplexa results were summarized by the customer as follows: on (B)(6) 2021, sample ID (B)(6): orf1ab (33.6), on (B)(6) 2022, sample ID (B)(6): orf1ab (34.9), on (B)(6) 2022, sample ID (B)(6): s gene (34.3). Based on the positive results reading above the typical 22-32 CT range and only 1 of 2 targets, it is likely these samples were near the limit of detection of the simplexa assay. No run files were provided for analysis, so it is not known how other samples or controls on the same runs were interpreted. The customer's device and suspected false positive sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us13860, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13663 for suspected false positives.